Manufacturer narrative:
Concomitant product(s): product ID: 377645, lot# v009913, product type: lead. Product ID: 3998, lot# v019569, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient's implantable neurostimulator (ins) site was painful on a regular basis. The issue around the battery was more sensitive than normal. There were no known precipitating events. The ins was replaced on (B)(6) 2016 and was implanted slightly deeper as to try and improve the discomfort. It was unknown if the issue was resolved. The patient status at the time of this report was alive with no injury. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The patient reported no allegations against the device but on the surgery. It was noted that when it was implanted, it was like he died and went to heaven. It was wonderful. The ¿box never healed.¿ his belt was rubbing against the implantable neurostimulator (ins) and skin and the pocket was filled with fluid. They went back in to cut it out of him and flipped it over and implanted it up higher on his waist. The wires were crossed and every time he moved his left arm, he could feel the wires touching each other. He then went back to work 2 days later, was getting out of his car, and the stitches ripped out. The doctor denied anything happened. He had been in pain ever since implant. The pain would go to his butt and legs. If he moved his left arm, his entire back would swell up. He had gone to the doctor 5 times and was told he needed to give it time to heal. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.